Event description:
It was reported that during ICD insertion, the low voltage lead was not accepted by the header of the device. The device was replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). The reported inability to insert the left ventricle lead was not confirmed in the laboratory. The device was tested on the bench and test leads were successfully inserted and secured in to the lv is4 bore. The cause of the field event could not be determined.